Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement, high pacing thresholds or sensing issues.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged the day after its implant, leading to a rise in pacing thresholds and sensing issues. A revision procedure was performed wherein the physician extracted and replaced the rv lead with an alternate. No adverse patient effects were reported.